Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste/nickel taste"), rash ("rashes or skin conditions type: rash/ acne"), acne ("rashes or skin conditions type: rash/ acne"), migraine ("migraines"), headache ("headaches"), mood swings ("neurological conditions or problems type: mood swings, depression, anxiety"), depression ("neurological conditions or problems type: mood swings, depression, anxiety"), anxiety ("neurological conditions or problems type: mood swings, depression, anxiety"), dysmenorrhoea ("dysmenorrhea(cramping),"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),). At the time of the report, the genital haemorrhage, dysgeusia, rash, acne, migraine, headache, mood swings, depression, anxiety, dysmenorrhoea, weight increased, abdominal pain, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, migraine, mood swings, rash and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received : case become valid as previous event ¿injury nos¿ is replaced with genital haemorrhage. Reporter added, patient demographic added, essure insertion date updated, product indication updated. Events added- genital haemorrhage, metallic taste in mouth, rash, acne, migraines, headaches, mood swings, depression, anxiety, dysmenorrhea (cramping), abdominal pain, back pain, joint pain, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.